Manufacturer narrative:
The motor device was not received for evaluation. If additional information is received, a supplemental report will be sent. Warning/caution for pneumatic drills: to insure equipment operates as designed, read and follow manufacturer's instructions, including those for proper service and maintenance. The information received indicated that preventative monthly inspection had not been completed on the motor device. The user facility was reeducated on the use and maintenance of the device.

Event description:
Report received from the USA stating that during the use of the pneumatic drill, the "hose ruptured two inches below the hand piece away from the patient." The event occurred during a procedure for ommaya reservoir (intraventricular cerebral catheter). No delay in surgery was reported. The reporter could not provide information as to how the rupture occurred. No injuries or medical intervention were reported. Though requested, no additional information provided.